Event description:
There was a malfunction of the operation switch on a con-med, cautery pencil. During the initial incision of a scheduled four vessel cardiac bypass surgery, the surgeon ended the cutting procedure, decompressed the operation switch and set the cautery pencil onto the sterile field. Per protocol. The cautery pen is to automatically stop when the operation switch is decompressed. The pen remained on and caused two small burns to the pt's left chest wall. The pt had an uneventful surgery and recovered well.